Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump was not able to unlock and received insulin flow block alarm. The customer¿s blood glucose level was unknown. Customer stated that they was tried to restart pump, was able to clear alarm, update time and date and still not able to unlock the pump. The insulin pump will not be returned for analysis.